Manufacturer narrative:
H10: the device was received for evaluation. Unaided eye visual inspection of all packaging and valve set sample was done under normal room conditions and no particle was observed. Visual inspection along with magnification of sample with all packaging received could not verify a blue particle. Connector cap and all inlet caps were removed and no particle was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had a blue particle inside the unopened overpouch. This was identified before use. There was no patient involvement. No additional information is available.